Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 4 allegations of issues with cgm app. The patient reported 4 instances in which each event has similar details but occurred on different event dates contributed to the patient being hospitalized. Please see related records (B)(4), (B)(4) and (B)(4).

Event description:
It was reported that an unspecified app issue had occurred. The patient described four separate instances, each with similar characteristics, occurring on different dates, which reportedly led to the hospitalization. This report is to capture the second issue. The reported date of the event is approximate. On (B)(6) 2024, the patient reported experiencing issues with the cgm (continuous glucose monitoring) app, which were reportedly a contributing factor to a subsequent hospitalization. Follow-up attempts were made to obtain further clarification regarding the incident and the specific circumstances surrounding the hospitalization; however, no response has been received to date. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.